Manufacturer narrative:
The reported foot switch was returned to hologic for investigation and the reported issue was duplicated during testing. The source of the issue was that the molded cable strain relief was broken causing the internal wires to cross talk. This intermittent c-arm motion issue was not design related or a machine operational issue, but a result of damage to the cable from mishandling or accidental breakage.

Event description:
It was reported that the foot switch was causing intermittent c-arm motion. If the foot switch was bumped the c-arm was moving on its own. No injury reported. A field engineer was dispatched to the site and was not able to reproduce the reported issue. The foot switch was replaced and the system was working as intended.

Manufacturer narrative:
Correction to section g3. Date received by manufacturer is 11/20/2020.